Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The attach pads message is displayed when the AED is powered on without therapy electrodes connected to the patient, indicating that they need to be applied for the device to function correctly. The device appears to be functioning as designed. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately displayed an "attach pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.